Event description:
Realizing I had symptoms of bii, I consulted a ps and learned I had capsular contracture. The surgery to remove the implants was complicated by the necessity to repair muscle damage caused by severe contracture. I am still dealing with seroma and hematomas post-op and awaiting results of cd-30 testing. The implants should never have been placed in my body as I had a documented history of anaphylactic allergies. I survived stage 3 bc, a crippling fall, and fqad to find out my implants have been the cause of so many physical ailments over the past five years. And cancer again? Please, god, no. FDA safety report ids# (B)(4).